Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that infusion set cannula was not in body, but adhesive patch was still on with 3 or more hours after insertion at thigh, therefore patient had received injection. The infusion set was in use for 1 day. No further information available.